Manufacturer narrative:
Medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted metal debris, metal reaction and tannish fluid. Unknown asr cup and head are being reported. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted metal debris, metal reaction and tannish fluid. Unknown asr cup and head are being reported. Update aug 28, 2017: litigation records received. In addition to what was previously reported, litigation alleges elevated blood metal levels, swelling, pain, impeded ability to move and performing adl, and metallosis. Added unknown stem and sleeve due to the alleged elevated metal levels. Added complainant information. This complaint was updated on sep 4, 2017.